Manufacturer narrative:
This case, with (B)(6), is related to case with (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin had leaked out of the insulin cartridge and into the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels. No adverse event was reported. Product was requested to be returned for evaluation.